Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the hip/buttocks area, the site was red, painful infected with pus coming out. The patient received a prescribed ointment (mupirocin) to apply on the affected area. The pod has been discarded.